Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server , had as issue that orders are not showing up in pyxis. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e1 address. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients and orders were not crossing. A technical support specialist dialed into station and logged in as carefusion admin and enabled the internet browser. The tss rebooted the station and launched pyxis enterprise server (pes) and verified patient information from electronic protected health information (ephi) both patients were discharged and assigned to units 2te and 2tw stations. The tss then searched for visit using facility search and found expected patient data. The tss checked data synchronization log and found no issues. Later, the integration engineer (ie) confirmed that the issue was due to changes in hospital firewall system, which caused the order messages not crossed. The ie connected to the remote support service (rss) and resolved the issue through the host system. The system functioned as intended after the technical support specialist troubleshot and integration engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ es server , had as issue that orders are not showing up in pyxis. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.